Manufacturer narrative:
Device received with intermittent button response due to bolus, act, esc, up arrow, and down arrow button were flat button dome. Connector was inspected and locked on lcd board. Device passed displacement test and self test. Device received with broken belt clip slot and cracked reservoir tube lip. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump's button were harder to press. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.